Manufacturer narrative:
Batch review performed on 28 arpil 2026 stem: sms solid 01.36.048 sms solid stem std size 8 (k181693) lot 2248976: (B)(4) items manufactured and released on 27-apr-2023. Expiration date: 05-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot 2425507: (B)(4) items manufactured and released on 25-sep-2024. Expiration date: 11-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.32.152mb mpact dm acetabular shell d 52 (k143453) lot 2417831: (B)(4) items manufactured and released on 11-dec-2024. Expiration date: 20-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 11 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the sms solid stem size8 to an amistem-c size3, revised the 28mm biolox head l to a 40mm biolox head xl, and revised the d 28/dmf double mobility liner to a face changing 10° hc liner d 40/g. The surgery was completed successfully.